Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the blue lights were not illuminated. Patient medical history- lung cancer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung resection procedure. Prior to firing, identified that the reload indicator light was flashing and did not open, despite commands being done on the handle to open the jaws. There was a problem unloading the device. In order to resolve the issue and complete the case, changed the reload. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.